Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2012, the pt underwent a trial procedure. Invalid impedance was found after the lead was placed. The doctor moved the lead and trial cables were changed to no avail. Another lead was used to complete the procedure ad resolved the issue.